Event description:
It was reported that the atrial lead was picking up some far r- wave over-sensing. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of far r wave oversensing could not be confirmed. A complete lead was returned in two pieces and electrical inspection failed in hi-pot. Visual and x ray examination only found damage consistent with procedural damage.